Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university.

Event description:
Reportable based on analysis completed on 03oct2018. It was reported that balloon leak occurred. A 5.0 x40, 75cm gladiator elite balloon catheter was selected. However during preparation when flushing was performed, the balloon was leaking fluid. After multiple examination, the physician tried to inflate the balloon outside the patients body but the pressure could not be maintained since the balloon was leaking liquid. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed balloon pinhole. Device evaluated by manufacturer: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 11mm proximal to the proximal edge of the distal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the balloon pinhole. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.